Manufacturer narrative:
Investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve inside a non-edwards bioprosthesis valve, the balloon would not inflate and the valve was unable to be deployed. The devices are being returned for evaluation. As reported, a 16fr esheath was placed into the left femoral artery through a surgical cutdown. An edwards 29mm sapien 3 valve was crimped onto a commander delivery system with +2 ml onto the delivery balloon. The surgical team stated that the "valve was not deploying" as it was across the bioprosthesis valve while using rapid ventricular pacing. The patient was noted to be hemodynamically stable. The valve was aligned good and on the balloon good, and the team stated that during alignment, the balloon seemed to "align much easier than normal with no resistance during adjustment." Imaging was reviewed and no issues were noted on imaging related to position of delivery system. The inflation device (atrion) was unlocked during attempt to inflate the delivery balloon. The stopcock was in the proper position and open to the delivery system balloon. The mechanism of failure to inflate the valve was unclear. Without knowing mechanism of failure to deploy the edwards valve, and not being present during device prep initially because it was an urgent decision to use an edwards valve, it was felt that for patient safety reasons, a new valve and delivery system should be prepped in the presence of edwards fcs. The surgical technician is competent in crimping abilities and followed the procedure and was unclear on what happened. The initial commander delivery system with valve intact were pulled back into the 16fr esheath and removed, with good hemostasis. A new 16fr esheath was inspected, flushed and inserted without difficulty. A 2nd edwards 29mm valve was opened and a new commander delivery system was inspected, flushed and valve crimped with orientation confirmed by surgical team, +2ml additional volume to delivery balloon. The new valve and commander delivery system were inserted, and valve alignment was performed in the descending aorta without difficulty. The valve was tracked around the arch and placed across the bioprosthesis valve. The 29mm valve was deployed using rapid ventricular pacing, with a final landing of 70:30. No pvl or central ai was noted on final tee imaging. Patient remained hemodynamically stable. Delivery system and esheath were removed without difficulty.

Manufacturer narrative:
Additional information obtained through engineering evaluation of the commander delivery system revealed that during functional testing the crimped valve was able to be deployed by fully inflating the balloon. No abnormalities (resistance or leakage) was observed, and the device was able to be successfully de-aired afterwards. In addition, dimensional testing of the balloon outer diameter (od) was performed to ensure the balloon could reach and maintain od required to fully expand the valve and was found to be within specification. As such, this MDR was reported in error and a corrected supplemental report is being submitted. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted. Correction (UDI number was not initially reported) UDI# (B)(4).